Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cholelithiasis ("gall stones"), gastrointestinal disorder ("gastro issues"), multiple allergies ("allergy to every toothpaste, band-aids, silicone watch band"), menorrhagia ("heavy periods"), abdominal distension ("extreme swelling of stomach"), pruritus ("itching") and dysgeusia ("metal taste in mouth"). The patient was treated with surgery (gallbladder out in 2014 and to remove essure). Essure was removed. At the time of the report, the pelvic pain, cholelithiasis, gastrointestinal disorder, multiple allergies, menorrhagia, abdominal distension, pruritus and dysgeusia outcome was unknown. The reporter considered abdominal distension, cholelithiasis, dysgeusia, gastrointestinal disorder, menorrhagia, multiple allergies, pelvic pain and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain, gastro issues, gall stones. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added:"allergy to every toothpaste, band-aids, silicone watch band", new reporter added. Case upgraded to serious incident. On 23-mar-2020: social media received: new reporter added. New events added: heavy periods; extreme swelling of stomach; itching and metal taste in mouth. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.